Manufacturer narrative:
The manufacturing location is unknown. Device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a wrist surgery, it was observed that the torque limiting attachment device failed. It was further reported that the device would no longer receive the screwdriver shaft attachment and the device was not functioning when they attempted to use it. There was no delay to the surgical procedure and they were able to successfully complete the surgery without the device. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.